Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material at the insertion part distal end, light guide rod lens (1x). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.